Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise due to oversensing was noted the right ventricular (rv) lead. Technical support was contacted and the rv lead remains implanted. Additional information was requested but yet received. The patient was in stable condition.